Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 60 year old male patient presented to his oral surgery partners office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #03. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with the issue after the final prosthesis delivery. During the examination, the doctor discovered that the implant had lost osseointegration, and it was removed on (B)(6) 2026 without the use of any instruments. The implant was not replaced. The patient had symptoms of pain, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant, which resolved after implant removal. The details of the prosthesis were a single tooth, screw-retained, and prosthetic restoration was performed on (B)(6) 2025. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene.

Manufacturer narrative:
The device is expected to be returned for analysis. Evaluation will be performed upon receipt of the device. Complaint and product history records were reviewed, and documentation indicates the product met release criteria. A supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).